Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation and the corrected implant date. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations were noted within abrasion on the longer exhaust tube of the pump. Testing revealed these to not be sites of leakage. Abrasion was also noted on the shorter exhaust tube and inlet tube of the pump. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded in-vivo all pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the shorter exhaust tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the prosthesis did not work. The pump was exchanged. During the operation, damage was found on the tube near the pump.